Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap chole, the surgeon felt that two pieces of the trocar seal tore and fell into the sterile field. No known adverse events were reported.